Event description:
A healthcare facility in connecticut has reported that an rd900aeu neopuff infant resuscitator has a broken gas inlet port and failed the valve system check. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject device rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in california where it was performance tested by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information provided by the healthcare facility and our knowledge of the product. The service center also reported that the device was repaired and returned to the customer. Result: visual inspection of the subject device has revealed that the gas inlet port was broken. Performance check cannot be performed as the gas inlet port was broken. Upon replacing the damaged part, the subject device has passed the performance testing. Conclusion: the most likely cause of the reported failure is die to the physical damage to the subject device. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in connecticut has reported that an rd900aeu neopuff infant resuscitator has a broken gas inlet port and failed the valve system check. There was no reported patient involvement.